Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus france.(ofr) for evaluation. Ofr inspected the device and confirmed the following: there was a scratch on the plastic cover at the distal end. The adhesive of the bending section rubber was worn. The remote switch 1 was damaged. The angulation was low and there was play in the angle operation. The instrument channel replaced for preventive repair. There was a scratch in the suction cylinder. The repair was completed by ofr and the device was returned to the user facility. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by a third-party laboratory cleared the french guideline. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Suction channel: unspecified microbes (>100 cfu/endoscope) at 30, pseudomonas (>100 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.